Manufacturer narrative:
It was reported by the customer that there¿s incorrect demographics in epicenter (444165/jrpn032002tl). Able to find previous instance of accession number in epicenter. Assisted customer to finalize old specimen and re-associate test to correct accession number with correct demographics. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Device history record review is not required for stand alone software. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using bd epicenter¿ single user software, there was misassociation of one patient sample. No patient impact reported. The following information was provided by the initial reporter: "it was reported by the customer that there¿s incorrect demographics in epicenter. Troubleshooting steps performed by service: able to find previous instance of accession number in epicenter. Assisted customer to finalize old specimen and re-associate test to correct accession number with correct demographics.".

Event description:
It was reported that while using bd epicenter¿ single user software, there was misassociation of one patient sample. No patient impact reported. The following information was provided by the initial reporter: "it was reported by the customer that there¿s incorrect demographics in epicenter. Troubleshooting steps performed by service: able to find previous instance of accession number in epicenter. Assisted customer to finalize old specimen and re-associate test to correct accession number with correct demographics."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.